Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon implanted the wrong size of articular surface. The pt needed a size "ab" and implanted was a size "cd". The surgeon plans on observing the progress of the pt. No revision surgery is planned.

Manufacturer narrative:
(B) (4). Eval summary: it is reported that a nexgen lps-flex articular surface, size cd, 3-4 12 mm was implanted. The complaint states that the correct size was "ab". The surgical technique states, "after the implants have been chosen, make one last check to ensure that the femoral, tibial, and articular surface match. The femoral letter must match one of the letters on the articular surface carton. The tibial baseplate number must match one of the numbers indicated on the articular surface carton as indicated by the interchangeability chart." The labels clearly define size compatibility between the articular surface, femoral, and tibial components. Improper selection of the articular surface was the cause of this complaint. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.